Event description:
It was reported that bi-v implantable cardioverter defibrillator (ICD) experienced an early battery depletion. The device was replaced and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products. 407652, implantable pacing lead, implant: (B)(6) 2006. A 419478, left ventricular (lv) lead, implant: (B)(6) 2006. A 694965, right ventricular (rv) lead, implant: (B)(6) 2006. (B)(4).